Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to procedure, the device part came off when being washed in the central material room. The part was missing. The actual item was discarded. There was no patient involved.